Event description:
An installer performing an upgrade to a magnet was cut by a ferrous tape measure when it was pulled out of the installer's hand. The cut requried eight stitches to close. Installation crews are trained on the hazards of the strong magnetic field. The documentation states ferrous tools are not to be used close to the magnet. The warning signs were posted on the magnet room door.